Event description:
Per the clinic, the patient was hospitalized twice (date not reported), due to headaches, dizziness and nausea with device use. The patient was treated with antibiotics (type not reported); however, the issue could not be resolved and the patient decided to discontinue use of the device in (B)(6) 2012 (specific date not reported). It was also reported that the patient experienced a shock sensation on the implant side without device use. Clinical management of the patient is ongoing and the device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.